Manufacturer narrative:
While the analysis results of the investigation are inconclusive since the reported device was not returned for analysis, the site reported that the lead was cut accidentally by a physician during the procedure. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
1a barostim system was implanted on (B)(6) 2021. On (B)(6) 2024, during a normal ipg replacement procedure, the physician had trouble removing the existing ipg from the pocket as the medical ethibond anchor suture was still in place. The physician noted that the ethibond was really stuck but proceeded to cut the distal ethibond successfully. The physician proceeded to cut the medial ethibond suture in a similar way to the previous suture, however, the patients csl was accidentally cut in the process, exposing the outside of the silicone body. Per the physician, the ipg had the ethibond suture stuck holding onto the lead body which was why it was so tight. The ipg was explanted, and the patient was administered intravenous antibiotics. On (B)(6) 2024, the exposed lead was capped. A new barostim system was placed with a new csl on the left carotid and the ipg in the right upper chest and the patient was discharged on the same day.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The analysis results indicated the device performed as expected no nonconformances were observed. Based on the information received, the root cause the cause of the reported event could not be conclusively determined. Cvrx ID# (B)(4).